Event description:
It was reported that balloon ruptures occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Due to the severe calcification, rotablation was first used to debulk the calcium and then several emerge balloons. A 2.75mm x 15mm nc emerge balloon catheter was afterward advanced to expand the vessel. However, after 3-4 inflations, the balloon was dog-boning and ruptured at 24 atmospheres. The device was removed intact. A 2.75mm x 12mm nc emerge balloon was then introduced, however, after 3-4 inflations, the balloon ruptured at 22 atmospheres and was removed in one piece. The procedure was completed successfully and there were no patient complications.

Event description:
It was reported that balloon ruptures occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Due to the severe calcification, rotablation was first used to debulk the calcium and then several emerge balloons. A 2.75mm x 15mm nc emerge balloon catheter was afterward advanced to expand the vessel. However, after 3-4 inflations, the balloon was dog-boning and ruptured at 24 atmospheres. The device was removed intact. A 2.75mm x 12mm nc emerge balloon was then introduced, however, after 3-4 inflations, the balloon ruptured at 22 atmospheres and was removed in one piece. The procedure was completed successfully and there were no patient complications.

Manufacturer narrative:
H6 evaluation conclusion code: corrected.

Event description:
It was reported that balloon ruptures occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Due to the severe calcification, rotablation was first used to debulk the calcium and then several emerge balloons. A 2.75mm x 15mm nc emerge balloon catheter was afterward advanced to expand the vessel. However, after 3-4 inflations, the balloon was dog-boning and ruptured at 24 atmospheres. The device was removed intact. A 2.75mm x 12mm nc emerge balloon was then introduced, however, after 3-4 inflations, the balloon ruptured at 22 atmospheres and was removed in one piece. The procedure was completed successfully and there were no patient complications.

Manufacturer narrative:
H6 evaluation conclusion code: corrected.